Event description:
The 4.0 icos screw, item number 105428, was used for a metatarsal cuneiform fusion. The sirgeon reported no issues implantting the device. The sleeve fragmented as he attempted to get dynamic compression with the outer sleeve screwdriver. The surgeon attempted to reverse the screw out, but was unable to because the outer sleeve appeared damaged. The screw was not removed. No fragments were left behind. The doctor reports no apparent pt injury.